Event description:
It was reported the subject device exhibited an image issue. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple¿ and flicker image, the light guide bundle of the insertion section is interrupted and weakened slightly and malfunction of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was abnormal due to component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.